Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a persistent alert 38 indicating a motor stall, which did not resolve after multiple restarts and led to an inability to proceed with fill tubing, and the user transitioned to multiple daily injections for insulin delivery. Symptoms included hyperglycemia with a reported peak of 321 mg/dl and repeated elevated glucose alerts. Outcomes included temporary loss of device function requiring back-up therapy and data syncing guidance, with instruction to shut down the device to prevent further alerts. Investigation included triage with restart attempts and assessment of pump operation and infusion line priming. Investigation of this device revealed a suspected internal pump motor stall with associated infusion setup interruption consistent with a device performance malfunction affecting the pump motor component. It was concluded, based on previously established findings for similar reports, that the cause was device-related due to a motor stall malfunction.